Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the device inspection results by olympus service operation repair center, there was the possibility that the reported phenomenon was attributed to the following causes. The cable unit was failure because unexpected stress was applied to the cable due to the user handling. The instruction manual instructs "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.".

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image show and disappear, a scope communication error e216, e226 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.